Event description:
The product was used during an unspecified procedure. Reportedly, the staples did not form properly & the instrument did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.